Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore from the lifevest garment. The patient was hospitalized, however, there is no indication that the patient became hospitalized due to skin irritation. The patient's physician, prescribed medicine for the skin irritation. Outcome of the skin irritation is unknown.